Event description:
Pt has been receiving tpn infusion daily at night since 4/4/96. There was an apparent pump dysfunction on 5/11 and 5/12 and tpn bags did not infuse for 2 days. The pt notified rptr on 5/13 and a different tpn pump was delivered to the pt.